Event description:
It was reported that the patient had an infection at the pump site. The patient's symptoms were induration, swelling, drainage at the pump pocket site. The event resulted in the patient being hospitalized. The patient's infection was tested on (B)(6) 2010. The test results were (B)(6). The patient's pump was removed on (B)(6) 2010. The event was ongoing. It was further reported that the patient expired on (B)(6) 2011 due to stage IV lung cancer. The drugs in the pump at the time of the event were morphine 16.1mg/ml delivered at 6.408mg/day, bupivacaine 12.3mg/ml delivered at 4.895mg/day, and fentanyl 2,000mcg/ml delivered at 796.0mcg/day. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Event description:
It was reported that regarding the infection the outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).